Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kalliakmanis, ag., et al (2008), comparison of arthroscopic meniscal repair results using three different meniscal repair devices in an anterior cruciate ligament reconstruction population (p17-244), knee surgery sports traumatology arthroscopy vol.16 (suppl.1), pages s80-s230 (greece). The study emphasizes on evaluating arthroscopic meniscal repair results using three different devices. The patients evaluated on course of this study: from 2001 to 2006, 265 patients with 280 meniscal tears underwent meniscal repair using three different all-inside meniscal repair implants (88 patients with rapiloc; 85 patients with t-fix; 92 patients with fast-fix). There were 181 medial and 99 lateral tears; 174 tears were located in cooper radial zone 1 and 106 tears in zone 2. All patients had concurrent anterior cruciate ligament reconstruction. The article describes the following procedure: an arthroscopic meniscal repair using three different meniscal repair devices in an acl population. The devices involved were: rapidloc (depuy mitek) and unknown anchor devices complications mentioned in the article: 28 menisci repairs were considered failures. There were 16 re-look arthroscopies for device removal and partial meniscectomy, with 8 patients having failure of meniscal repair in zone 2.